Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this event and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint that the instrument ¿generated heat and arced at wrist.¿ the instrument was found to have thermal damage on the distal clevis at the distal end. Although there were no signs of a weld defect, there were signs of arcing on the instrument. A log review was performed for the permanent cautery hook reported in this complaint (pn: 420183-12/ n10170926 521). The instrument was last used on (B)(6) 2018 on da vinci system sh0339 and had 4 uses remaining. No image or video clip for the reported event was received for review. As of 4/11/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported based on the following conclusion: the instrument had thermal damage on the distal clevis at the distal end of the instrument with no indication or claim of user mishandling or misuse. Thermal damage at the distal clevis is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The instrument was returned with 4 lives remaining, indicating that the instrument did not expire. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated march 6, 2020.

Event description:
It was reported that during a da vinci-assisted ureteral reimplantation surgical procedure, the instrument was observed "generating heat and began arcing in wrist." The procedure was completed with no reported injury to patient. Intuitive surgical, inc. (Isi) followed up with the customer obtained the following additional information: unfortunately, the customer could not provide any further information about the event. The procedure was completed with no reported injury to patient. Typically, the surgical staff inspects the inspects the instruments prior to use. A valley lab force fx electrosurgical unit was used for the case and the surgeon likely swapped to a back-up maryland bipolar forceps instrument, a lg grasping retractor or a prograsp forceps. The customer could not verify if any instrument collisions occurred. No video recording was available for the procedure. Patient demographic information was requested, but the site did not have any further patient information regarding the event.